Event description:
The account alleged that the bed has no power. No injury reported.

Manufacturer narrative:
The tech troubleshot the bed and found the f17 and f18 fuses keep blowing due to shorting at the side-com box. The battery light is on but none of the controls work and the bed has no foot pump. The tech replaced the power control module board to resolve the issues.